Manufacturer narrative:
The device and electrode are not expected to be returned. This report is being filed to add an impact code (h6) that was inadvertently left off the last report.

Event description:
It was reported that a few weeks implant the patient presented with a change in body temperature, swelling around the device site. The suture opened and yellow fluid leaked out. The patient then experienced discomfort near the xiphoid region and along the electrode to the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon examination, it was noted that the tissue temperature was high and appeared red. The patient was hospitalized and underwent an explant procedure two days later. Both the s-ICD and electrode were explanted. The patient was fitted with a lifevest and will undergo a new implant in approximately two months. No additional adverse effects were reported. The device and electrode are not expected to be returned.

Event description:
It was reported that a few weeks implant the patient presented with a change in body temperature, swelling around the device site. The suture opened and yellow fluid leaked out. The patient then experienced discomfort near the xiphoid region and along the electrode to the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon examination, it was noted that the tissue temperature was high and appeared red. The patient was hospitalized and underwent an explant procedure two days later. Both the s-ICD and electrode were explanted. The patient was fitted with a lifevest and will undergo a new implant in approximately two months. No additional adverse effects were reported. The device and electrode are not expected to be returned.

Manufacturer narrative:
The device and electrode are not expected to be returned.